Manufacturer narrative:
The device was explanted, but was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced rib pain and headaches following an implant procedure. The patient was provided with steroids for the rib pain. A CT chest scan was performed and there were no abnormal findings. The device was explanted and there were no reports of further complications.